Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station was stuck on maintenance mode screen. The field service engineer (fse) assisted the customer in rebooting the system, and verified inventory and overall functionality, which tested successfully. The system functioned as intended after field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medct main pyxis unit was found in maintenance mode displayed a message advised not to power off, with the elapsed time stuck at 13 minutes even after 15 minutes. A reboot was attempted; however, the screen turned black with only a blinking cursor visible. Remote smart service (rss) shown the station as offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.